Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on an advia 2400 instrument. The discordant result was flagged by the instrument for imprecision, and was not reported to the physician(s). The sample was rerun on an alternate instrument, and the rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the wash up down and dilution up down dryer nozzles required adjustment, a reagent pump plunger was damaged, and a dilution line was kinked. The fse adjusted the dryer nozzles and replaced the reagent pump plunger and dilution line. The fse also replaced the dilution system check valve and the washer for the check valve fitting, cuvettes, incubation oil, and the reagent rotational mixer motor. Wash 2 was run, and the customer performed a quality control run, all of which were within range. The cause of the discordant, falsely low creatinine result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.